Event description:
The home patient reported detecting a hole in the extension drain line during use. The patient immediately stopped therapy and disconnected. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 19, 2007. Baxter's product surveillance department is pursuing additional information regarding this incident. A follow up report will be submitted, if additional information is received.